Event description:
It was reported that, during index procedure, the patient had 2 endeavor sprint rapid exchange (rx) drug-eluting stents implanted to the mid rca. It is unknown whether the reported mi was related to the target vessel. The investigator indicated that the reported event was possibly related to the study device.

Manufacturer narrative:
(B)(4). Evaluation: results: (mi).

Event description:
One endeavor sprint rapid exchange (rx) drug-eluting coronary stent (details unk) was deployed in to a pt with no issue reported. However, it was reported that one day post implant, the pt experienced an mi. The pt is reported to be recovered and no other clinical sequelae were reported.